Event description:
It was reported that sensor displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, confirmed that error did not return, and then successfully started new sensor session.